Manufacturer narrative:
(B)(4). S/w 5.2a. Retainer ring = black, the customer was hospitalized for alleged high bg's and cosmetic damage found on the back of the pump on (B)(6) 2022. On svn (B)(4) the customer was hospitalized for alleged high bg's on (B)(6) 2022. On svn (B)(4) the customer needs asst with clearing error alarm on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0875 inches. The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. Reviewed the pump history file for pump errors/alarm. Found missed bolus alert and battery removed alarm on the event date (B)(6) 2022. (B)(6) 2022 18:30:00.000 alarmalertnotification (40). Faultnumber: missedbolusalert (107). (B)(6) 2022 22:11:53.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). The pump was programed and monitored for 2 days. No unexpected pump error/alarm noted. The pump passed the functional testing. Unable to confirm alleged high bg's. Cosmetic damage confirmed at the back of the pump. Pump error/alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer had hyperglycemia and crack on pump case. Blood glucose values was 500 mg/dl. Troubleshooting was not performed. Customer was using the insulin pump with the auto mode/smart guard feature active at time of high bg event is unknown. Customer was using the insulin pump since past 48 hours of reported event. No further complications were reported. Product will be returned for analysis. The customer will discontinue to use of the device.